Event description:
Laparoscopic case, surgeon requested harmonic shears, device was handed off, cord was handed off and plugged into harmonic power source. Device did self-check after surgeon attached hand piece, device read green for safety check finished and ready for use. During application of hand piece tips to tissue was successfully cut and cauterized, 10 minutes into use device started to "melt" and tip begin to erode. Surgeon stopped procedure, removed device immediately, checked device tip and requested new hand piece, device was handed off and packaging set aside for qm notification. Supervisor made aware of faulty device and hand piece was given to him. New hand piece used without incidence. Patient discharged to pacu after procedure.